Manufacturer narrative:
(B)(4).

Event description:
A pt's pump had underwent a motor stall. Pump event logs confirmed the motor stall, with no recovery recorded. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info is being requested, and will be provided in a f/u report as it becomes available.